Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing dates for this product include: 10/26/05, 11/08/05, and 11/22/05. Device history review: the extraction screwdriver was made to the synthes drawing p/n 352.311, revision ¿d¿, released on 06/21/04. Beere precision medical instruments manufactured supplier lot 556376k05, which maps to seven synthes lots. All 7 lots conformed (except as noted below) to the synthes final inspection sheet 352if311, revision ¿e¿. Lot 5101120 was received on 10/14/05 for 75 pieces. The lot conformed to the supplier¿s certificate of conformance (scc), dated 10/13/05. Material review report (mrr) 116857 was issued on 10/14/05 for 12/75 parts for cosmetic nonconformance (cnc), 12 pieces were returned to the supplier and the mrr was closed on10/17/05. The 63 remaining parts were released to the warehouse on 10/17/05. Lot 5102200 was received on 10/18/05 for 158 pieces. The lot conformed to the scc, dated 10/15/05. Mrr 116897 was issued on 10/20/05 for: 1) 3/158 parts for feature dimension failure, 2) 17/158 parts for cnc; 17 parts found conforming, 3) 2/158 parts for cnc; 2 pieces were returned to the supplier, 4) 1/158 parts for cnc; 1 parts found conforming, and the mrr was closed on 10/25/05. The 156 remaining parts were released to the warehouse on 10/26/05. Lot 5107517 was received on 10/28/05 for 12 pieces. The lot conformed to the scc, dated 11/07/05. These 12 pieces were reworked parts from lot 5101120. The parts were released to the warehouse on 11/08/05. Lot 5108214 was received on 10/31/05 for 5 pieces. The lot conformed to the scc, dated 10/22/05. The parts were released to the warehouse on 11/08/05. Lot 5108217 was received on 10/31/05 for 5 pieces. The lot conformed to the scc, dated 10/22/05. The parts were released to the warehouse on 11/08/05. Lot 5108277 was received on 10/31/05 for 5 pieces. The lot conformed to the scc, dated 10/22/05. The parts were released to the warehouse on 11/08/05. Lot 5107517 was received on 11/18/05 for 2 pieces. The lot conformed to the scc, dated 11/17/05. These 2 pieces were reworked parts from lot 5102200. The parts were released to the warehouse on 11/22/05. Product evaluation: the extraction screwdriver belongs to the vectra, vectra-t and vectra-one spinal fusion systems. The applicable technique guide was reviewed for the proper use of this instrument. Proper instructions and caution notes of potential breakage if not used correctly are included. One extraction screwdriver was returned w/ the complaint that ¿the tip of the extraction screwdriver broke off.¿ upon inspection, the reported condition of broken tip was confirmed. The inner shaft of the device is missing a 2.6mm portion of the distal threaded end. An off axis condition can cause the fracture seen w/ this complaint, and the force applied could have exceeded the tensile strength of the tip of the inner shaft. Rough handling during sterilization or contact w/ other instruments may have resulted in this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the tip of the extraction screwdriver broke off. It is possible that this event occurred during the sterilization process at the hospital. The screwdriver was used and fully functioned during surgery on (B)(6) 2014 and was not broken. When the set was next opened for a surgery on (B)(6) 2014, it was noticed that the tip was broken off and was not able to engage a screw. The instrument was removed from the set and proceeded with the case, using a back-up removal screwdriver. There was no patient involvement. No additional information will be provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The product was returned to the manufacturer on december 5, 2014. Correction made in this follow up report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.